Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Blood glucose was not impacted. Customer confirmed pump display turned on when plugged into a power source, however, immediately shut off unexpectedly a second time. Pump did not turn on, despite the use of multiple usb cables. Reportedly the customer reverted to manual injections for insulin therapy.